Manufacturer narrative:
Voluntary medwatch form #: mw5066840. The reporter noted the incident occurred in summer 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set had an issue of serious underinfusion and leaking. The underinfusion was between 15% and 56%, and the patient was compromised and needed additional care. The patient required higher levels of monitoring. It was unclear what the impact to the patient was. See MFR: 3012307300-2017-00467, 3012307300-2017-00468, 3012307300-2017-00469, 3012307300-2017-00470, 3012307300-2017-00471, 3012307300-2017-00472, 3012307300-2017-00473, 3012307300-2017-00474, 3012307300-2017-00475, 3012307300-2017-00476, and 3012307300-2017-00477.